Event description:
Chemo (vidaza) infusing, 51.4 cc had infused via plump pump. Plum pump alarmed "proximal occlusion. Infusion was paused and rn placed new primary tubing and restarted vidaza bag, then infusing without problem.